Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a rewind issue on his insulin pump. Customer mentioned a hospitalization due to high blood glucose. Customer was wearing the insulin pump at the time of his visit to the emergency room. Blood glucose reading at the time of hospitalization was 433 mg/dl. Health care professional and customer both stated that the cause for the high blood glucose was the infection the customer had at the time. Most recent blood glucose reading was 216 mg/dl. Advised customer on bypassing the rewind issue. Nothing further reported.